Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the laparoscopic bariatric procedure, the stapler was able to fire but staple line was incomplete. It was stated that the cut was not complete. Another device was used. There was no patient injury.